Event description:
In connection with the use of our caresuite family of medical device data systems, it was reported that electronic documentation of prescribed medication orders were not discontinued following an order update to patient electronic records. While attempting to update electronic records for three patients, a doctor reported the function to discontinue medication orders was not working correctly. The doctor left written instructions for the nurses. However, the nurses did not see the instructions and continued medication orders as they appeared in their tasks window for administration of medication orders. Additional information received indicates that three patients continued to receive medication orders (gentamicinum) beyond the doctor's instruction to discontinue. No immediate patient injury occurred and no medical intervention taken to prevent injury, however, the customer has not ruled out the potential for long-term injury.

Manufacturer narrative:
The reported incident is currently under investigation. Details surrounding the error conditions and patient incident have been slowly forthcoming from the user facility. We are continuing in our efforts to obtain additional information from the customer, to aide in our investigation. The results of our investigation will be provided upon conclusion.